Event description:
An elevate anterior and apical prolapse repair system was implanted on (B)(6) 2012. It was reported that on (B)(6) 2012 the pt presented with bleeding from the anterior elevate incision. The mesh appeared to be infected and the incision tissue was necrotic. The pt was taken to the operating room to have the entire device removed and tissue debridement. She was admitted to the hospital overnight.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.